Event description:
During ICD replacement procedure, noise was detected from the lead. Noise observed on the electrograms had been noted in previous follow-ups but it was always thought to be environmental in nature as the pt works near equipment with high electrical output. The lead was explanted. The surgeon examined the explanted lead and noted some insulation had shredded in the area of the 1st rib clavicle. Previous follow-ups with the lead indicated it was functioning normally.